Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was not reported. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to broken component on the interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button error alarm due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.